Event description:
It was reported that during use of this drill guide metal shavings were produced and not all of the shavings were retrieved. There was no reported injury or delay associated with this event.

Manufacturer narrative:
Investigational findings: the serrated drill guide was received for eval. During eval of the device, metal shavings were confirmed and galling was observed on the inner portion of the handle. Conmed linvatec will continue to monitor this product for failures.